Manufacturer narrative:
The lot number was unknown; therefore, the manufacturing site name was unknown. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair surgery on (B)(6) 2021, it was observed that the arthro pusher/cutter device was blunt. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (21c04), and no non-conformances were identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device was received and evaluated. No anomalies were observed on the exterior of the device. When performing the functional test, a test suture was placed inside the cutter hole, the device was not able to cut the suture, no obstruction was felt during test. On magnification, the cutter tip edge was found to be dull. The device was sent to the manufacturer for further analysis. Manufacturer summary: the devices comply with the product's visual properties. Upon magnification, the cutting tip was found dull. Both devices were examined by the qc personnel and the cutting was found to be not working. The devices comply with the product's dimensional properties. The arthroscopic pusher-cutter is meant to cut suture that is being passed thorough it during procedure. The cutting of the device is being tested during production twice with test suture green tevdek® #2-0. The investigation was curried by qa, qc and operations departments. DHR records for #lot 21c04 and #lot 21cob were reviewed and no deviations were found. 100% of the devices were inspected for cutting twice during production. Once, during the production process according to opl-0097. Second, by a qc operator during final goods inspection according to qal-0102 and opl-0066. Transition validation qaf-0182 for arthroscopic pusher-cutter was reviewed, and no issues were found. All possible aspects were examined by the relevant personnel. We are fully confident that products supplied by tag are according to specification and are in working condition when supplied to the customer. We were unable to find the root cause for this complaint. A manufacturing record evaluation was performed for the finished device 21c04 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
Additional narrative: the lot number was unknown; therefore, the manufacturing site name was unknown. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair surgery on (B)(6) 2021, it was observed that the arthro pusher/cutter device was blunt. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the device lot number was unknown in the initial report and has been updated accordingly. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No additional information was provided.